Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, balloon ruptured occurred. Blood was found in the extension tube. Since the patient had been in stable condition, the balloon catheter was removed safely from the patient and intra-aortic balloon(iab) therapy was ended. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, balloon ruptured occurred. Blood was found in the extension tube. Since the patient had been in stable condition, the balloon catheter was removed safely from the patient and intra-aortic balloon(iab) therapy was ended.there was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. The sheath tubing was found slightly ribbed along it length. One kink was found on the catheter tubing near the y-fitting approximately 76.2 cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and a leak was detected on the membrane at approximately 0.76 cm from the rear seal and measuring approximately 0.038 cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record #(B)(4).